Event description:
It was reported that during set-up/preparation for an unspecified procedure, the flex deflectable videoscope exhibited a green-tinted image. There was no patient involvement, and no harm was reported as a result of the event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Updated fields: h3,h6, h11 this report is being supplemented to provide additional information, based on the investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, due to damage on the charged coupled device unit, a noise image occurred. A definitive root cause cannot be identified. Based on the results of the investigation, the most probable cause of the complaint is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.